Event description:
It was reported that during a da vinci-assisted other urology surgical procedure, the customer contacted the technical support engineer (tse) from the operating room regarding a non-recoverable fault 86 while the da vinci system was docked, noting the error had occurred twice before the case and had been cleared previously by rebooting. The customer was instructed to perform a hard power cycle; tse explained the instruments would not move during the reboot and suggested maintaining visualization with a laparoscopic endoscope during the power cycle if needed. The customer proceeded with the hard power cycle, but the fault persisted and the system remained down; tse reviewed the system logs and confirmed fault 86, and the customer ultimately converted the surgical procedure. Afterwards, the customer called back and tse confirmed the error logs and checked the system software level to ensure compatibility prior to swapping da vinci system carts. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the core due to error 86. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the core for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 86 points to power distribution board adc fault - the msc saw an analog to digital converter voltage out-of-range on channel 7, 12.0v. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.